Event description:
A (B)(6) female who received 2 units of op-1 implant combined with 10 cc's of calstrux on (B)(6) 2006, for a distal tibia nonunion, experienced drainage of calstrux from the wound. The wound has not healed. Both events continue. Treatment included irrigation on several occasions. No other symptoms are being experienced and the bone has healed with good fusion. The surgeon suspects the events were related to the use of the products. The initial fracture occurred during a motor vehicle accident on (B)(6) 2005 and required an unspecified surgery. Despite the current nonserious nature of this case, it was decided to submit it in an expedited manner. Additional info will be requested.

Manufacturer narrative:
Brand name: calstrux (tricalcium phosphate). Type of device: implant. Manufacturer name, city and state: stryker biotech, (B)(4). Model # na, catalog# 40010, serial# na, lot# tuan006, expiration date: unk. Health professional. (B)(6). Additional lot# (op-1 implant): fc0601008.